Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: material no: 381444 batch no: 0286290. 18 gauge IV catheter needle was inserted, upon pressing the white button to retract, it would not function and remained extended. The needle was carefully drawn back to avoid harm.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/22/2021. H.6. Investigation: bd received an opened 18 gauge insyte autoguard unit from lot 0286290 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that there was adhesive on the outside of the hub where the cannula was secured. No damage was found to the barrel, button, or spring. Next, the device was tested for retraction and resistance was encountered when the engineer attempted retraction. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that the adhesive found on the outside of the hub caused the device to not retract successfully. The extra adhesive was found to come from a misalignment between the hub and the adhesive dispense station.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: material no: 381444, batch no: 0286290. 18 gauge IV catheter needle was inserted, upon pressing the white button to retract, it would not function and remained extended. The needle was carefully drawn back to avoid harm.